Manufacturer narrative:
On 27-jul-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed a crease/fold on the posterior view. A tear within the crease/fold was identified, extending to the anterior view and measuring approximately 9.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: replacing with larger implants. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 800cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. On (B)(6) 2021, the patient underwent an exchange surgery to replace the current implants with the larger mentor implants, two 800cc mentor smooth round moderate plus profile prostheses (catalog #: 3502800, left serial #: (B)(4), right serial #: (B)(4)). Upon explantation, the bilateral rupture was observed. This report is for the left-sided prosthesis.